Event description:
Reporter indicated that device diagnostic testing at office visit on 4/9/2003 resulted in high lead impedance reading, indicating possible device malfunction. Physician plans to bring pt back in for additional device testing. No adverse event has been reported in conjunction with the high lead impedance condition. Either leak break or generator/lead connection problem is suspected.

Event description:
Product analysi summary: the lead assembly was returned for analysis in two pieces. Analysis identified that the lead connector was not inserted completely into the pulse generator. The connector pin fits as expected when inserted into the pulse generator's header. A continuity check was performed on the lead portions returned, and no discontinuities were identified. The conditions of the lead, in general, typically exists during the explant procedure. The reported lead break was not confirmed in analysis. The high impedance condtion was likely the result of the lead's connector pin not being properly inserted in to the pulse generator's header during the initial implant surgery. The concomitant device (pulse generator) was also returned analyzed. The pulse generator is operating within the manufacturer's final electrical test specification. The pulse generator did not show any condition that would have contributed to the reported event.

Event description:
Further follow-up revealed that the pt underwent vns therapy system replacement. It was reported that the lead was replaced due to a lead break distal from the anchor tether and that the generator was replaced prophylactically. The pt's family member noted that the pt experienced very good results from vns therapy after initial implant up until the high lead impedance occurred. Following the high lead impedance condition the pt experienced continuous seizures with about nine generalized seizures per day.